Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. The customer also alleged that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery compartment was found to be cracked from the thread area to the case seal. There was a cover crack observed between the corner of the display lens and the case seal. There was a base crack also observed between the case and the keypad. The current draws were within specification. A ¿battery life¿ was unable to be duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.